Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to erratic blood glucose levels. The customer had not been using the insulin pump since the event, and it needed to be programmed. Assisted with the programming, but the called did not have supplies for troubleshooting. Nothing further was reported.